Event description:
Didn't actually injure him [no adverse event] head snapped off...head fell off...metal part is of the handle has come out of the toothbrush - oral-b [device breakage]. Case narrative: a parent via phone stated that their 23 year old (male) son's oral-b toothbrush head snapped off. The oral-b toothbrush head fell off and the metal part of the oral-b toothbrush handle came out of the toothbrush. It did not injure him. No injury was reported.

Manufacturer narrative:
29-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Didn't actually injure him [no adverse event] head snapped off head fell off metal part is of the handle has come out of the toothbrush - oral-b [device breakage]. Case narrative: a parent via phone stated that their 23 year old (male) son's oral-b toothbrush head snapped off. The oral-b toothbrush head fell off and the metal part of the oral-b toothbrush handle came out of the toothbrush. It did not injure him. No injury was reported.